Event description:
It was reported that during a routine removal of the implant over one year post op, the plate and two cortical screws (distally) were noted broken. The pt had reported to feel pain when walking. During the removal procedure, it was noted that the pt was not fully healed. The tip of the cortical screws remain inside the pt. No further pt info is available and no add'l adverse consequences were reported from this event. This device is used for treatment.

Manufacturer narrative:
The device has been received and eval is in progress. A follow up report will be submitted upon completion of the investigation.